Manufacturer narrative:
(B)(4). S.w version 4.11d. Retainer ring = missing. Customer returned pump for an alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. Pump was received with a cracked battery tube threads, a cracked case-corner of belt clip rails near the battery tube compartment, a missing reservoir tube o-ring and a missing retainer. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a missing retainer. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. A missing reservoir tube o-ring and a missing retainer were confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had crack from battery compartment to the bottom. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will discontinue use of the device.